Event description:
Per the clinic, device was explanted on (B)(6) 2010, due to chronic pain around the implant side. The patient was reimplanted with a new device on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed august 2, 2013.